Event description:
On 01/29/2012, the reporter contacted animas alleging that the time/date switches from am to pm. She stated that the patient experienced a blood glucose of (bg) of 400mg/dl and that the patient's bg would elevate at the end of the week due to the time/date switching. The reporter claimed that the patient never misses a bolus and stated that the patient's bg reportedly went down to 134mg/dl after a bolus was given via the pump. There were reportedly no signs or symptoms of hyperglycemia indicated. The patient continues to be on insulin pump therapy and the pump is being returned for troubleshooting. The reported bg does not meet the animas criteria of an adverse event. This complaint is being reported due the reporter alleging that the time and date was switching from am to pm without intervention.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black history revealed that the time and date settings were not able to be maintained. The internal battery was found to be corroded and unable to hold charge. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. The pump was exercised for 24 hours on a 1 unit per hour basal program.